Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead implant attempt, a pace/sense problem was suspected due to a possible fracture when the lead exhibited unstable thresholds during the operative processes. The lead was not used and a different lead was used instead. No patient complications have been reported as a result of this event.